Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04116 . It was reported that when the patient presented in clinic, loss of capture continued to be observed on the rv lead. Intermittent loss of capture was suspected on the lv lead. Programming changes were made. The patient was stable before, during, and after the changes.